Event description:
Customer stated issue unlikely caused by physician as same physician has done many implants.

Manufacturer narrative:
One half (½) of a 7f safesheath ii introducer sheath was returned under RMA# 1202096109 without the dilator. There were no other accessories. No visible blood was found on the sheath. According to the event description summary, when splitting the sheath, the ring around the sheath did not split resulting in pulling out the pacing lead. Only one half of a safesheath ii 7f from lot# dp-20746 was returned for evaluation. The whole hemostatic valve was still attached to the hub of the sheath. Per manufacturing procedure (introducer set, silicone seal slitting) once the cutting cycle is complete, the part will be placed on the machine tray. Remove the seal from the tray and perform a visual inspection using a 10x microscope. Finished center helix cut - verify the helix cut is complete and the seal was severed completely by checking for helix cut on the top and bottom of seal additional inspection for split seals if the work order is for split seals prior to providing qa with the 5 samples, visually inspect and pull test the first 3 seals per section 7.4 seal pull test. If the pull tests are within specification, continue to run the first 5 samples for qa acceptance, visually inspect and submit to qa. Production may continue and seals may continue to be manufactured while pending the completion of the qa inspection. Partial cut - if the seal has a partial cut, ensure the cut did not cut through the full width of the seal (blade did not sever the membrane). Per qa procedure (adelante s2s introducer sheath in-process and final inspection) destructive testing sampling plan ansi z 1.4, special level 4, aql 0.40 reduced break and peel test using samples from fit check as described in 13.3.1, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Per IFU: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Returned device analysis revealed the hemostatic valve did not pull apart properly during use. The valve was not cut sufficiently enough to tear in half as intended. Manufacturing and qa personnel have been notified of this issue to raise awareness and were informed to pay close attention to this detail. CAPA was opened to investigate the root cause and implement corrective action to prevent recurrence of this issue. According to the device history record, the introducer sheath passed all in process and qa final inspection steps before shipping to the customer including visual, dimensional, and mechanical testing. In conclusion, based on the information available at this time it is confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that, during the implant procedure of the pacing lead, when splitting the sheath, the ring around the sheath did not split resulting in pulling out the pacing lead. The introducer was attempted, not used and was replaced. No patient complications have been reported as a result of this event. (B)(6) 2024: it was further reported that the pacing lead exhibited dislodgement. The pacing lead was attempted not used. No patient complications have been reported as a result of this event. (B)(6) 2024: it was further reported that the lead remains in use. Other known products used were medtronic 5076-52, medtronic 3830-69 & medtronic w3dr01. At the time of splitting the sheath, there was 1x medtronic 3830 lead inside. I was not present but as the lead dislodged and had to be replaced, it would have added about 30 minutes. The tech present can't recall exactly how much longer it took. The procedure had to essentially start again with a new lead, sheath and catheter which was completed successfully.